Event description:
It was reported that during insertion of one (1) size 6 dct, disposable cannula low pressure cuffed tracheostomy tube the obturator became lodged in the cannula. A second device was available and inserted with no problems. The 6dct device was tested prior to insertion where it was observed that obturator appeared to protrude more than what was normally expected. There was one (1) pt involved with no reported pt compromise. The 6dct device and accessory component were discarded and as such will not be returned to the MFR for analysis and investigation.